Manufacturer narrative:
Event site postal code: (B)(6). Event site telephone: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #: (B)(4).

Event description:
It was reported that a component of the intra-aortic balloon (iab) was found to be broken. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted reference complaint (B)(4).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated field(s) device available for eval? Yes to no. Type of investigation added 4114. Reference complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.